Event description:
It was reported to philips that the movements of the allura device were unavailable.the device was inside clinical use at the time of the event. No patient harm was reported.a philips engineer visited site and replaced the geometry module. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the examination procedure was aborted and postponed. After inspecting the system on-site, the philips field service engineer (fse) verified that the geometry was not available after restarting the system. An examination of the system log file revealed that the geometry ui module was not working properly. The reported issue was resolved when the field service engineer replaced the geometry control module. Because of wear and tear damage, the fse also had to replace the belly bar and table clamp. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.